Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had pump error alarms. The customer¿s blood glucose level was 188 mg/dl. Customer was unable to complete pump rewind. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump not in manufacture mode. Pump received with pump error 38 during rewind, problem isolated to the printed circuit board. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current and active current measurements due to pump error 38. The motor was tested outside of the device and passed. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.